Event description:
Pt had bard-perfix mesh plug hernia repair with chronic pain, genitofemoral distribution since surgery. Mesh plug explanted. Genitofemoral entrapment found as well as chronic venous congestion of cord from stricture from keyhole.